Event description:
Patient reported "hole on left side" and "allergy concerns". The device ha been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6a, h.6.

Manufacturer narrative:
Lab analysis: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. ¿ hypersensitivity/allergic reaction: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases, were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "hole on left side" and "allergy concerns". The device ha been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "hole on left side" (rupture)

Event description:
Patient reported "hole on left side" and "allergy concerns". The device remains implanted.